Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set ¿fell off¿ from the titanium adapter. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. The adapter remained in use. There was no report of patient injury, however the patient received antibiotic treatment as a precautionary measure. No additional information is available.